Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to verify missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter dropped the insulin pump and only half the screen was readable. The patient's blood glucose at the time of incident was 197 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.